Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the washer. The technician inspected the washer and found the unit to be operating properly. No issues with the function or operation of the washer was identified. The reported event could not be duplicated, and the washer was returned to service. While onsite, the technician was informed that the employee's fingers got caught between a washer loading rack and the washer's door causing the reported event to occur. As designed, the washer's safety bar was activated, and the washer's door raised in height upon contacting the washer rack. User facility personnel stated that they are aware that the reported event is attributed to user error. The employee should not have reached their hand into the washer while the door was closing. A steris account manager performed in-service training on the proper use and operation of the amsco 5052 washer on 4/25/2018. The washer was installed at the customer's location in january of 2017 and is not under steris contract agreement for maintenance. No additional issues have been reported.

Event description:
The user facility reported that an employee injured their hand when reaching into the washer while the washer's door was closing. Medical treatment was sought and administered. No report of procedure delay or cancellation.